Event description:
The facility representative reported a colleague infusion pump with an 804:26 failure code; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure code 804:26 was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem.